Event description:
A caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller through the process, ensuring the error code did not appear again. The caller was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.